Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the station was very slow to login. Tried reboot but failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the station was very slow to login. Tried reboot but failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was very slow to login. A field service engineer assisted it with ip and mac address information. The customer's network was experiencing multiple issues, and their team was working on resolving them. The customer later confirmed that the issue had been resolved by their it department. The system functioned as intended after the information technology (it) team resolved the issue.